Manufacturer narrative:
The surgeon continued to monitor the patient, and at a follow up on (B)(6) 2020, they noted bone graft maturation and radiolucency of the sacral screws. The patient is asymptomatic, and continues to be monitored by the surgeon for any indication requiring treatment. Review of labeling: possible adverse events: loosening of spinal fixation implants may occur due to latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
The patient underwent spinal surgery from level l1-pelvis on (B)(6) 2020 using seaspine's mariner pedicle screw system. At a patient follow up on (B)(6) 2020, ap and lateral radiographs showed the left set screw of the iliac screw had disarticulated.